Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported the tip of the modified tandem connector angled distractor broke off from the instrument during usage. The broken tip was retrieved and returned with the instrument for evaluation. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
Visual inspection of the returned modified tandem connector angled distractor assembly [product code: 6983-27-722, lot no: 0910n] indicated that the lower leg had been fractured. It was also noted that the broken leg had rust residue on the fractured surface. A review of the device history record (DHR) for the modified tandem connector angled distractor assembly was conducted identifying that a lot released to stock on 11/17/10 with no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the modified tandem connector angled distractor assembly was conducted. There were no other complaints reported for this product code. The root cause of the lower leg of the modified tandem connector angled distractor assembly becoming fractured cannot positively be determined. However, the noted damage on the lower leg suggests that it has been subjected to an unanticipated axial stress resulting in a fracture. As there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend, this complaint will be closed with no further action required.